Event description:
In 2004 the patient called lfs alleging that their one touch ultra meter was reading inaccurately highwith the control solution. The patient reported that they obtained a 145 mg/dl on a control solution test that was outside the specified range. They also mentioned that they were taken to the hospital. In 2004 senior medical affairs specialist spoke with the patient. The patient mentioned that they were not taken to the hospital. The patient had realized that due to setriod therapy for the rheumatoid arthritis in their knee, their blood glucose level had been running higher than usual. No treatment was sought. In 2004, the customer service representative confirmed that the patient was using the correct type of control solution, was using test strips that were in good condition, and with expiration date. The patient reported that they would often perform control solution tests. The csr walked patient through two consecutive control solution tests and both results fell outside the specified range. The patient neither alleged harm nor experienced injury or medical intervention. Patient's meter, test strips, and control solution were replaced.